Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that stimulation was adjusted on the 20th. It was said that the stimulation wants to be cut because there was pain in part of their legs that causes electricity to flow. It was difficult to determine whether it was pain from stimulation. Strength of 1.3 was displayed in neurosense. Electrical pain was experienced, so it was reduced to 1.0, but the pain did not change; in the end, the stimulation was turned off and the condition was observed. Cause unknown, resolution unknown.